Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level was 29 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer current blood glucose level was 110 mg/dl. The customer was treated with glucose intake. Customer stated that they did not alleging insulin pump for over delivery. The insulin pump will not be returned for analysis.